Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio-control replaced the power pcb assembly and then observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer power on. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u5, which was shorted from pins 12 to 13.